Manufacturer narrative:
An event regarding using an expired implant involving a 15mm press fit bowed stem 150 was reported. Conclusions: a review of the device history records indicates the lot expired on 29-nov-2015. Based on the provided information, it has been determined that this event is associated with an off-label application as the device was implanted after the date of expiry. No further investigation for this event is possible at this time as no information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Nurse at the hospital, reported to sales rep, that "on friday, (B)(6), a patient was implanted with an expired implant (2015/11). Surgeon decided not to remove the implant from the patient."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Nurse at the hospital, reported to sales rep, that "on friday, (B)(6), a patient was implanted with an expired implant ((B)(6) 2015). Surgeon decided not to remove the implant from the patient."